Manufacturer narrative:
The number of events reported are 5. Specific gender and patient details are not available. The exact event date is also not known and the date provided is for purposes of submitting the report only. This complaint was identified during a recent clinical evaluation review of this device. The citation is as follows: (B)(4) immediate results using the outback catheter device in difficult reentry settings, iset abstracts, jvir. There is only an abstract available and it is attached. Please note that the associated device is an outback catheter. The catalog and lot numbers are not available. Contact information for the authors are not indicated. As noted in the publication (B)(4) immediate results using the outback catheter device in difficult reentry settings, iset abstracts, jvir; minor complications included dissection in five patients which were either repaired or hemodynamically irrelevant and a distal vessel embolization in two patients with no clinical consequence. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. The peripheral embolism is a well-known potential complication of this type of procedure and is listed in the IFU as such. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. This is one of two reports and are associated manufacturer report numbers 9616099-2013-00798 and 9616099-2013-00799.

Event description:
As noted in the publication (B)(4), immediate results using the outback catheter device in difficult reentry settings, iset abstracts, jvir; minor complications included dissection in five patients which were either repaired or hemodynamically irrelevant and a distal vessel embolization in two patients with no clinical consequence.